Manufacturer narrative:
The updated coding was inadvertently omitted from the previous follow up #002 report submitted. The updated coding is included in this report.

Manufacturer narrative:
Results of lab investigation 11 feb 2025: the product investigation lab (pil) received a trilogy evo great britain device with serial number (B)(6) with the allegation of the ventilator losing power and switched off on the patient. The pil visually inspected the trilogy evo for visual defects and found none. Note, the device was returned with both filters installed. The pil retrieved and reviewed the event log from the device and per the event log, the device was shut down on (B)(6) 2024 at 9:34 and then ac power was disconnected at 12:31 on (B)(6) 2024. The device was then powered back on at 19:06 and the device shut down and alarmed for power fail. Ac power was then connected to the device at 00:26 on (B)(6) 2024 and the device was powered back on. At 01:06 on (B)(6) 2024, the detachable battery was removed, and another detachable battery was installed. Ac power was then disconnected at 01:08 and then reconnected at 01:17 on (B)(6) 2024. Note: all dates and times re in utc time. The pil noted that the software version on the device is 1/06/2010. Note, the software was upgraded from 1.06.10 after the date of the incident. The pil noted that according to the event log, the device settings were changed after the incident and the device settings when received at the pil were as follows: mode: s/t, circuit type: passive, circuit size: adult, active humidification: off, epap: 5 cmh2o, ipap: 15 cmh2o, insp. Time: 1.5 s, breath rate: 15 bpm, trigger type: auto-trak, trigger sens.: auto, rise time: 2. The pil then started therapy utilizing the existing device settings with a test lung. The pil ran therapy for approximately 16.5 hours and the device operated without issue. The pil then retrieved and reviewed the event log from the device and found nothing of note. The device operated on ac power without issue. The pil then tested the device on the pil trilogy evo multifunctional test station at pretest for audio alarm verification and power fail verification and then performed a post test of the device and passed all testing. The pil was unable to confirm a failure of the trilogy evo device. The pil concluded that the trilogy evo great britain device operates as designed.

Event description:
The manufacturer received information alleging that a trilogy evo ventilator lost power and switched off for an unknown period of time without emitting an audible alarm on a ventilator dependent tracheostomy patient. The ventilator was set to ac-pc mode, avaps on. The ventilator was reported to be plugged in to a power source at the time of the incident. There was no one present during the time of the reported occurrence. The patient's family member later observed that the ventilator was not operating and installed a new external battery which restored the device to normal operation. The patient was reported to suffer cardiac and respiratory arrest and was admitted to the critical care unit. The patient is reported to be off sedation and waking at this time.

Manufacturer narrative:
The manufacturer previously reported that information was received alleging that a trilogy evo ventilator lost power and switched off for an unknown period of time without emitting an audible alarm on a ventilator dependent tracheostomy patient. The ventilator was set to ac-pc mode, avaps on. The ventilator was reported to be plugged in to a power source at the time of the incident. There was no one present during the time of the reported occurrence. The patient's family member later observed that the ventilator was not operating and installed a new external battery which restored the device to normal operation. The patient was reported to suffer cardiac and respiratory arrest and was admitted to the critical care unit. The patient is reported to be off sedation and waking. Additional information was received from the user facility on (B)(6) 2024. The patient was a 28-year-old male with duchenne muscular dystrophy with associated muscle weakness. In addition, the patient was reported to ultimately expire. Limited information has been provided. The date and time of the patient death is unknown. Attempts for additional information are being made by the manufacturer. The manufacturer has requested the device for return and the device error logs for review. The user facility's coroner is not releasing the device at this time. Once the device is available an additional request will be made to have the device returned for evaluation. The investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.